Event description:
After establishing access doctor was trying to feed the introducer into the sheath. Doctor was unable to advance due to the tip being broke. Broken item removed from the surgical field and a new sheath set opened to the sterile field.